Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer the reported via phone call that the insulin pump was failed rewinds. Customer's blood glucose level was unknown at the time of the incident. Customer stated that scratches on insulin pump also insulin pump got random no delivery alarms also they had to rewind multiple times. The device will not be returned for analysis.